Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be filled if and when the product is returned, and investigation has been completed. Infusion of around 250 ml amount likely did not contribute to patient's death. It is known that administration of sterile saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed zoll catheter. Death was probably related to the patient's clinical condition of post-cardiac arrest.

Event description:
A patient was admitted to a hospital for abdominal discomfort. Later, in the hospital, the patient had a cardiac arrest possible based on hypokalemia for which resuscitation was performed. The patient underwent ivtm therapy post-cardiac arrest. There were no other temperature management or relative procedures performed on the patient before cooling with the ivtm system. An icy catheter (lot # unknown) was inserted into the patient's left femoral vein. Catheter placement was smooth and was completed in one attempt. The patient's body temperature at the start of the ivtm therapy was 37° c. The cooling target temperature was set at 34° c, and the thermogard console was set at the maximum cooling rate to cool the patient. Eleven hours after the start of the treatment, the thermogard console generated an "air trap" alarm. Subsequently, it was noted that the air trap chamber was empty 1/3rd empty. No traces of saline were observed on the floor, patient's bed, or on the console. The patient's body temperature was 34.1° c when the issue was noted. The catheter was then removed from the patient, and a standard cvc (with 5 lumens) was installed and patient cooling continued using an alternative method. After the catheter was removed, it was noted that a blood clot was presented on the catheter and a leak was found in one of the catheter balloons. As reported, aspiration of blood from the in-luered lumen was performed. Infusion of about 250 milliliters of saline into the patient's bloodstream was suspected. Approximately 36 hours after starting the ivtm treatment, the patient was pronounced dead. As per the customer, the cause of death was due to the patient's co-morbidity, unrelated to the ivtm system and catheter. MFR # 3010617000-2021-00601 for the icy catheter (lot # unknown).

Manufacturer narrative:
Sections b1 and h1 were corrected. Sections d1, d2, d3, d4, and g1 were corrected.